Manufacturer narrative:
On (B)(6) 2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016, review of patient archives determined the magnetic resonance imaging (MRI) had poor 3d model with poor tracer pattern. When reviewing the computed tomography (CT), determined it had perfect 3d model, however, registration pattern and merge with the CT was not available, therefore, it is unknown how valid the registration was on the CT . On (B)(6) 2016, a medtronic representative, following-up at the site, confirmed the surgeon did not make an incision or burr hole when the procedure was canceled. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the surgeon alleged an inaccuracy of 5-6 millimeters laterally. Using a navigation system, the surgeon attempted to register using the patient's magnetic resonance imaging (MRI). After attempting pointmerge, touch-n-go and tracer (all registration methods passed), the surgeon deemed being inaccurate away from the operating side and around the face. The patient was registered laterally (laying on the side). When checking accuracy by medial canthus, the pointer was in the middle of the eye. The medtronic representative walked the surgeon through registration of using both fiducials and anatomical landmarks. The error metric was 1.1. The medtronic representative suggested a computed tomography (CT) would improve registration. After getting a CT and merging with MRI, same inaccuracy occurred. Another MRI was acquired and merged with the new CT. Issue was not resolved. A second navigation system was brought into the room and new CT and MRI were uploaded and merged. After registering, the inaccuracy occurred. Different instruments and a different reference frame were used, however, the issue was not resolved. The medtronic representative noted that the fiducial placement was not ideal and the tracer registration was poor. Delay in therapy was two hours when the surgeon opted to abandon the procedure to be re-scheduled.

Manufacturer narrative:
A medtronic representative, following up with the site, discussed tracer registration techniques with the stealth coordinator. The instructions for use (IFU) that accompanies the device provides guidance and recommends patterns for tracer registration. There were no further issues reported.